Manufacturer narrative:
Reliability analysis inspected 1 opened/ended enlite sensor and performed bicarbonate buffer test per dop 114-830. Sensors passed per spec with accurate readings.

Event description:
It is reported that a customer had issues regarding the sensor displaying wrong readings of sensor and blood glucose. The pt's blood glucose was at 338 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further info was provided.